Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The usm 2 was analyzed and a review of the system logs confirmed error 319 pointing to the axes controller cannula (acc) not present. The unit was tested on an in-house system in normal mode where it triggered error 319. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) where it failed fiber test and check all boards test pointing to the rolling loop. Testing was performed with a known good rolling loop fiber and all tests passed. The rolling loop was found to be tangled/damaged.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that a recoverable fault 307 was observed. The customer rebooted and hard rebooted the system; however, a new error 319 was observed on the system. The customer disabled the universal surgical manipulator (usm) 2. The customer stated that the stow button was not working. Tse informed caller that they would need to manually reposition the boom when the usm arm was disabled. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, the usm arm 2 was disabled during the case. The procedure was robotically completed as a three-arm system. The issue was not resolved with rebooting the system.